Manufacturer narrative:
Device had broken reservoir tube lip, partially broken retainer. Device p-cap or test reservoir does not lock in place properly and unable to perform the displacement test due to broken retainer and broken reservoir tube lip. (B)(4).

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
Information received by medtronic indicated that the retainer ring was broken. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.